Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent minimum fill estimates were received after customer filled cartridge with 200 units of insulin. Customer's blood glucose was 348 mg/dl. Customer reverted to using manual injections for insulin therapy.